Event description:
It was reported that the 9800 system is not making exposure, and it is presenting a channel 12 failed error. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When additional info is provided, it will be reported as required.